Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to the keypad traces. No display anomaly was noted. The insulin pump was received with a cracked case at the display window corner and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a keypad anomaly. The customer's blood glucose level was 83 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.